Manufacturer narrative:
The customer contacted gendex technical support on (B)(6) 2015. Gendex technical support updated software driver gxpicture from version 3.4.1 to 3.5.3. The update to the software driver resolved the issue of duplicating images and the customer reported that everything is now working correctly. No injuries have been reported. This concludes our investigation.

Event description:
The customer reported that panoramic x-ray images acquired at the end of the word day were duplicated and saved in the wrong patient profile. No injuries have been reported.